Event description:
Procedure type: ladg - gastroduodenostomy. According to the reporter: when the device was removed, it was noticed that the tissue was not properly cut. Manual resection and suturing was performed to complete the procedure. The patient is under observation. No bleeding was reported and no patient information is available.